Manufacturer narrative:
The immucor pi lab confirmed the presence of the s antigen on cells 2 and 3 of retention capture-r ready screen (3) plates lot r662 using retention capture-r indicator cells lot 221473 and retention anti-s lot sc69n-1 diluted 1:18. Controls performed as expected and cells 2 and 3 were positive as expected. Retention product performed as expected. An antibody screen was performed on the echo with the customers returned sample using retention capture-r ready screen (3) plates lot r662 and retention capture-r indicator cells lot 221473. Customers returned sample resulted as negative. All cells were visually negative. A product deficiency was not identified.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.